Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction of wear on the lens was traced to component failure, and the foreign objects had no cause established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the ultrasound gastrovideoscope had wear in the adhesive around the objective lens and foreign objects came out the distal end. There was no patient involvement.

Manufacturer narrative:
Additional information: h4. This supplemental report is being submitted to include the device date of manufacture.

Event description:
No further information received from the customer.